Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4-1 cubies were not displaying on a powered-down station. A field service engineer upon inspection, reseated the row board connection on the drawer controller board. This resolved the issue, and the cubies began displaying correctly on the bus. A hardware test application (hta) was run, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.